Event description:
While interrogating a pt during a routine follow-up, a device reset message appeared. The pt does not recall if he had been in contact with any electromagnetic fields which could have reset the device. The physician consulted with ventritex and decided to explant the device on 09/12/1997.